Manufacturer narrative:
Per the user guide: always make sure that the correct settings are set on your system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 14 mg/dl and became subsequently hospitalized. Reportedly, the customer¿s correction factor settings were set too high. While at the hospital, the customer was given food to treat the low bg. The customer was released from the hospital on (B)(6) 2019 with no permanent damage sustained and the issue resolved.